Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 2-aug-2019 with the following findings: during investigation, the battery compartment crack and dim screen observed. The black box confirmed the time/date reset to default after a power on reset on (B)(6)2017. The complaint reported hospitalization on (B)(6)2017 , according to the pump history the pump was in use until (B)(6)2017 , therefore all black box and delivery date for (B)(6)2017 has been overwritten . Time/date resetting to default was duplicated during investigation after a power rest due to a bt1 component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had replaced the battery and forgot to change the time and date to the correct settings,. Patient had a blood glucose of 40mg/dl. Pt confusion, unsteadiness when walking or standing, and extreme dizziness. Patient was treated at home by the ems with IV glucose, and stabilized. Patient continues on pump. During troubleshooting, customer support found that the time and date reset to default when the battery is removed from the pump for less than 24 hours. This time/date is not being reported because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The complaint is being reported due to the hypoglycemic event being related to user error.